Event description:
It was reported that the patient had a seroma that formed over the ipg incision site that has become infected. The patient was placed on antibiotics. It was mentioned that the patient had a history of forming seromas after surgeries. The patients seroma had been drained and the patient underwent an explant procedure wherein all device components were explanted. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-2408-74. Serial: (B)(6). Batch: 7074860.